Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway.

Event description:
It was reported that the pta balloon ruptured (atm unk) and detached from the catheter in the subclavian vein. The detached segment was retrieved with the use of a snare device. There was no reported retraction difficulty through the sheath. No further treatment was provided. There was no reported patient injury.